Manufacturer narrative:
Product analysis summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would shut off, or that the programmer would not power on. It was indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off several times, when the user attempted to start it up. It was noted that it was successfully started, but then shut off again and was unable to be restarted. It was further reported that the programmer was exhibiting a display problem. There was no patient involvement.